Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2021, the patient was hospitalized with hyperglycemia and ketoacidosis. The blood glucose level is unknown. The infusion device had not been in use for 12 hours and an occlusion error was displayed in the error log. The customer was treated for dka, details are not known. The patient was still in the hospital at the time of the call on (B)(6) 2021.